Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6). It was reported that following insertion the patient experienced abdominal pain, bleeding, bowel obstruction, adhesions and erosion.

Manufacturer narrative:
Date sent to FDA: 12/10/2019. (B)(4). Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2016 and (B)(6) 2018 due to recurrent hernia. (B)(4).